Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed multiple no delivery alarms. Customer's blood glucose was 159 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on display window noted.